Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the pump fell off while sleeping and the infusion set tubing got loose and the set came off on (B)(6) 2026. This led to low blood glucose level and was managed with orange juice.